Event description:
It was reported prior to using a bd vacutainer® precisionglide¿ multiple sample needle, foreign matter was found on the cannula. Six (6) of the devices also had hooked needle points. There was no adverse impact to patients or users reported.

Manufacturer narrative:
Investigation summary: material #: 360213; lot/batch #: 3327246. Bd received 26 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer samples were evaluated by visual examination and the indicated failure modes for foreign matter and hooked needle points with the incident lot were observed. Green and clear colored material was found on the cannula of the returned devices. Fourier transform infrared spectroscopy (ftir) analysis was performed, indicating the green colored material is polystyrene and the clear colored material is polypropylene. Polystyrene is the raw material used to manufacture the multi-sample needle hub and polypropylene is the raw material used to manufacture the IV shield. A test was performed to determine if any foreign material could be inside the cannula by flowing water through 10 returned samples and no foreign matter was found inside the devices. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter and hooked needle point were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and hooked needle point. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: "material #: 360213. Lot/batch #: 3327246. Bd received 26 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer samples were evaluated by visual examination and the indicated failure modes for foreign matter and hooked needle points with the incident lot were observed. Green and clear colored material was found on the cannula of the returned devices. Fourier transform infrared spectroscopy (ftir) analysis was performed, indicating the green colored material is polystyrene and the clear colored material is polypropylene. Polystyrene is the raw material used to manufacture the multi-sample needle hub and polypropylene is the raw material used to manufacture the IV shield. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter and hooked needle point were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and hooked needle point. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using a bd vacutainer® precisionglide¿ multiple sample needle, foreign matter was found on the cannula. Six (6) of the devices also had hooked needle points. There was no adverse impact to patients or users reported.